Event description:
The customer reported that the optima xe-90 centrifuge produced d509 diagnostic code (temperature diagnostic, open or short circuit in the thermoelectric module circuit). There was no report of injuries, smoke, fire, or burning smell. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the thermoelectric module. The fse verified the instrument and the results met published performance specifications. Initial reporter: the customer telephone number is (B)(6). (B)(4).